Event description:
Customer reported that the time on the insulin pump is about 15 minutes behind due to the clock being slow. Customer noticed that the time was incorrect while waiting at the doctor's office. The loss is greater than 3 minutes within 10 days and greater than 9 minutes within 30 days. Blood glucose value was 84 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.